Event description:
This lv lead was implanted on (B)(6) 2010, and remains implanted at the time. A call was placed to technical services on (B)(6) 1016, stating that the physician place the bipolar lv lead into rv port. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).